Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jun 7, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint lens was received. Visual inspection under magnification revealed that the complaint lens was received cut in half and with a bent haptic. The lens was cleaned and, no further issues were observed. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the johnson and johnson (jnj) intraocular lens (iol) was inserted into the patient¿s right eye. After insertion it was noticed the haptic was torn. The iol was removed and replaced with another lens with the same model and diopter size. There were no surgical or medical interventions such as a capsule tear, incision enlargement, vitrectomy, or sutures. The patient¿s outcome post-op was reported as ok. The customer plans on returning the product. No further information was provided.

Manufacturer narrative:
Patient information: information unknown/asku. If implanted, give date: not applicable as the iol was removed and replaced during the same procedure. If explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.